Manufacturer narrative:
The complaint received states that this (B)(4) study patient had increased cardiac enzyme levels post index procedure. This is a (B)(6) male with medical history including angina (within 6 weeks on index procedure), coronary artery disease and unstable angina. The indication for intervention was severe unstable angina. The patient had double vessel disease at the time of the index procedure. Staged procedure was planned at a later date. The patient received a loading dose of plavix for the index procedure. Plavix and asa were continued at the time of discharge. The target lesion, treated (B)(6) 2010, was rca described as de novo, anatomically complex, thrombotic, 99% stenotic, 3mm reference diameter and length of 33mm. The lesion was pre-dilated with a non-cordis balloon. One cypher stent was implanted successfully without report of difficulty. The lesion was post dilated. Patient's ck-mb was 9.9 and the ck-mb upper limit was 3.6 ng/ml. Patient's troponin I was 4.57 and the troponin I upper limit was 0.59 ng/ml. (B)(6), 2010, the patient underwent the planned staged procedure to treat a known 70% stenosis in the mid lad. This non-target lesion was stented with a promus stent successfully; this was captured as a non-complaint. The patient experienced epistaxis approximately five (5) months post implantation of a cypher stent in the mid right coronary artery (rca); this was captured as a non-complaint. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124252 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cardiac enzyme elevation is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's unstable angina medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The (B)(6) were received on (B)(6) and reviewed, adjudication status-final report. The committee agrees with the assessment of bleeding (epistaxis) on (B)(6), but disagrees with bleeding on (B)(6) 2010; the event has been captured as one event as a non-complaint and does not require any changes in the file. The committee disagrees with stent thrombosis which is consistent with the fact that this has not been reported. The committee also disagrees with mi per protocol and arc definition, which is consistent with the fact that the toponin I was greater than 3 times unl prior to the procedure. This code for elevated enzymes will be removed and unreported.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The email received from the (B)(4) study indicated that the patient experienced epistaxis approximately five (5) months post implantation of a cypher stent in the mid right coronary artery (rca). The patient was discharged two days post index procedure on antiplatelet therapy. Additional information received from the study indicated the patient had elevated cardiac enzymes after the index procedure in the rca. Patient's ck-mb was 9.9 and the ck-mb upper limit was 3.6 ng/ml. Patient's troponin I was 4.57 and the troponin I upper limit was 0.59 ng/ml.